Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) after inadvertently filling the infusion set tubing while being connected to the infusion set site. Reportedly, 47 units of unintended insulin was delivered. The customer intended to fill the cannula, but inadvertently selected fill tubing. The customer's blood glucose level ranged from 288-289 mg/dl. The customer was treated with juice while in the ER, and was released from the ER the same day with no permanent damage.